Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had experienced hearth pain. After testing, it was concluded that the right ventricular (rv) lead had perforated the heart tissue. As a result, this lead was explanted and replaced. No adverse patient effects were reported as a result of the procedure.